Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons hard to push and rewind was slower as well as backlight was dimmer. Customer's blood glucose level was unknown. Customer reports that insulin pump had unexplained or random no delivery alarm. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.